Event description:
Event description boston scientific received information that during interrogation of this pacemaker, three different error codes were observed, despite the use of two programmers. A review of the downloaded device data by a boston scientific engineer verified the observed error codes would not affect critical therapy. However, a boston scientific technical services consultant recommended device replacement as the root cause for the error codes could not be determined. No adverse patient effects were noted as normal pacing and capture was observed. This pacemaker is included within a subset of devices affected by a recent physician notification regarding a hermetic sealing component in the device header. The pacemaker was explanted and replaced without further incident.